Manufacturer narrative:
(B)(4): the customer reported an external paddle set failure. This was found during routine testing. There was no reported pt involvement. This complaint is still being investigate. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an external paddle set failure. This was found during routine testing. There was no reported pt involvement.